Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral vein using a proglide after a percutaneous transluminal coronary intervention procedure, using an 8fr sheath. Reportedly, when the plunger was removed, a cuff miss [suture retrieval issue] occurred. The proglide device difficult to remove from the patient anatomy and the guide separated at the junction. A cut down was performed to remove the separated part with a snare device. During the cut down and removal of the separated part, the ¿vital of patient declined¿; therefore, a blood transfusion was performed. The patient was stable and the vessel was sutured closed to achieve hemostasis. There was a clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported guide separation was confirmed. The cuff miss was not confirmed. Device entrapment could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment.a review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. The patient effects of hemorrhage and hypotension are listed in the electronic proglide instructions for use as potential adverse events of use of the device. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.